Event description:
I purchased icy hot heat therapy air activated heat pad. When I applied it to my shoulder, it felt really hot. After several mins, it got so hot I had to remove it. After removing it, I noticed that the area where the pad was applied was very red and irritated. After a couple days the redness went away. Dates of use: 2008 (15 mins). Diagnosis or reason for use: I had shoulder pain from work.